Manufacturer narrative:
(B)(4). The field service representative (fsr) found unit partially disassembled, with both shoulder screws from one roller and the occlusion tongue laying in the casting. The unit is used solely for testing at the sister manufacturer site for disposable circuits and oxygenators. The fsr noted the equipment has not been regularly maintained by anyone, and is in generally rough condition. He recommended to customer they return the unit to manufacturer for replacement of roller pump guts assembly, but they declined due to cost. This unit is not used on patients and is labeled "not for clinical use".

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occlusion knob was seized and would not spin. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.